Event description:
It was reported that the m3150 info cntr local database rel n.01 had an alarm issue. Customer would like to know if the alarm function is normal or not for "non-sustain vt" alarm. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: (B)(6). The following functional tests were performed: a authorized representative went onsite to evaluate the device and found it to be working as expected. No trouble was found. Further relevenat information was requested (like time and bed label of the event, log files,...), but none could be provided. Based on the information available and the testing conducted, philips was not able to replicate the reported problem and the exact cause of the reported issue is unknown. The reported problem was not confirmed. The device was confirmed to be operating per specifications during testing. However, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.